Event description:
It was reported that the patient experienced a shocking sensation that occurred more frequently towards the end-of-service of the implantable neurostimulator. It was noted that the patient had a car accident in (B)(6) 2009 that ruptured 3 discs. The battery eventually depleted and was replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3998, lot # lb1403, implanted: (B)(6) 2003, explanted: na; extension model 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, explanted: na; extension model 7495-51, serial # (B)(4), implanted: (B)(6) 2002, explanted: na; programmer model 7435, serial # (B)(4).